Event description:
The ge oec 9600 fluoroscopy system had a broken cross arm handle and an intermittent temperature sensor errors.

Manufacturer narrative:
A ge oec service representative investigated this issue and replaced the broken cross arm handle. The service representative provided information to the facility biomed engineers about the faulty temperature sensor that the facility will order and replace themselves. The system was released to the customer for use. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.